Event description:
The user has no hearing on several channels. A device check and imaging has been suggested to check if the device is still positioned correctly. However, the appointment has been cancelled and no new appointment is scheduled so far.

Manufacturer narrative:
Additional information: based on the limited received information from the field, the recipient's hearing performance decreased. However, a root cause cannot be determined due to lack of information.

Event description:
The user has no hearing on several channels. A device check and imaging has been suggested to check if the device is still positioned correctly.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.